Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec via email: "I went to give my son a cough through the cough assist feature, the cough initiated, inhale, exhale, 2nd cough in the set initiated, inhale for the cough, then the ventilator shut down to a black screen and started the beeping nonstop, alarming nonstop, and cycling on and off nonstop. I had to bag him until we could get him hooked up to his back up ventilator." Ventec was also contacted by the patient's respiratory therapist (rt) via email who stated the following: "pt was in the middle of doing a cough assist and the machine completely shut down. It started beeping nonstop. Would turn itself off and then on then say patient disconnected then turn off again and it was a repeated cycle until the battery ran out. Thankfully pt had back up vent and mom and nurse were able to bag him and got him hooked up onto the back up vent." There were no reports of patient harm due to the reported issue, however, medical intervention (manual ventilation) was necessary in order to prevent permanent impairment/damage to the patient.